Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of three for the same event; see also 3004485144-2016-00204 and 00206.

Event description:
The sales associate reported that during an anterior cervical discectomy and fusion (acdf) surgery, the physician was implanting screws into the maxan plate and all three screw drivers broke.

Manufacturer narrative:
Corrected information in device product code.

Manufacturer narrative:
The returned device was examined and functionally tested. The handle has migrated such that there is a gap between the handle and the collar and the inner sleeve would not engage a screw. There was not a fracture problem as originally reported. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage. The cause of this issue is unknown but attributed to general wear and damage incurred during a high volume of surgical procedures. There was no patient injury, adverse event, or medical intervention associated with this report.